Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, ischemia, myocardial infarction (mi), nausea and restenosis are listed as known adverse events in the xience v instructions for use (IFU). Based on the procedure report, the xience v stent was used to treat in-stent restenosis (isr) and was deployed without first pre-dilating the lesion. The xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions and the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. There were no reported procedural complications. Also, as the IFU states safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. It is unknown whether treating an isr and the lack of pre-dilatation contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the mid left main coronary artery (lmca) with one 4.0 x 8 xience v stent and in the predilated mid left circumflex (lcx) artery with one 2.5 x 15 xience v stent. On (B)(6) 2010, the patient experienced sub-sternal chest pain at rest with shortness of breath, lightheadedness and palpitations when walking short distances. This was classified as stable angina. On (B)(6) 2010, the patient was found to have a non st elevation and non q wave mi. The patient had a non-invasive functional ischemia study that showed an inconclusive result. The patient was admitted to the hospital and underwent percutaneous coronary intervention in four lesions, one of which was the target lesion. The patient's condition resolved and was discharged on (B)(6) 2010. There was no additional info provided.

Manufacturer narrative:
(B)(4) (no predilatation). (B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.